Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that oversensing of noise suggestive of impending fracture was noted on the lead. The patient is rv pacing dependent with permanent af; the physician elected to explant. No further information was reported.